Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture dates is unknown. This is a non-sterile device with no expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog was used for scope cleaning on (B)(6) 2022. During scope cleaning, the brush head detached while cleaning the scope ends. Another hedgehog brush was used to complete the scope cleaning. There was no patient involvement with this event.

Event description:
It was reported to boston scientific corporation that a hedgehog was used for scope cleaning on january 27,2022. During scope cleaning, the brush head detached while cleaning the scope ends. Another hedgehog brush was used to complete the scope cleaning. There was no patient involvement with this event. Note: based on further review of the event and the photo provided by the customer, it was determined that the medical device report (MDR) was sent in error. The brush did not detach from the device, rather the device broke at the catheter section. The break of the device at this location could not become lodged in the scope. This event did not, and could not, lead to a serious injury. There is no opportunity for the failure to cause a patient injury if it were to recur. This event does not meet medical device reporting criteria and is not considered a reportable event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture dates is unknown. This is a non-sterile device with no expiration date. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.